Event description:
It was later reported there were no log files downloaded from the event. The alarms were only related to a delay in connecting the mpu. When the mpu was connected there were no alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be provided once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was having issues with the white power cable connection, leading to connect power alarms. The patient's mpu was sent back to abbott due to a mpu recall.